Event description:
This nurse went to give pt bedtime novolog. After medication administration and upon removal of used needle from pen, metal needle was still attached to novolog pen even though plastic casing was now detached and ready to be disposed of. Needle is bd autoshield duo.